Event description:
It was reported the patient programmer showed eri today. It was also reported the patient had been having an increase in spasms, see floaters or spots for visions, and losing her balance since (B)(6) 2013. Speech issues were also noted. Additional information received from the health care provider reported that the cause of the event was an "expiring left implantable neurostimulator (ins)." It was stated that the ins battery depletion was "normal." There were no abnormal impedance measurements. It was stated that the ins was replaced on (B)(6) 2013. It was stated that the patient did require hospitalization and that it was an "outpatient procedure." The patient outcome was reported at "no injury."

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387s-40, lot # v113842, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v508018, product type lead. (B)(4).